Manufacturer narrative:
The device reference in this report will not be returned to olympus for evaluation. The instructions for use stated "although no known reactions to the device have been reported, hypersensitivity to silicone may result in an allergic reaction."

Event description:
The user facility reported that on (B)(6) 2014 the patient had a falope ring implanted. On (B)(6) 2014 the patient called stating that she was experiencing abdominal pain as she is allergic to silicone. The user facility indicated they would contact the patient's primary care physician for follow up. Olympus followed up the user facility to obtain additional information but no further information has been provided.